Event description:
The company was informed that the patient experienced a sudden loss of sound, followed by loss of lock. The patient experienced head trauma on the implant site prior to losing sound. Revision surgery has been scheduled.